Manufacturer narrative:
Updated data: b3. Date of event. B5. A second paragraph was added. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} h6. Annex e and annex a codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). Additional information was received that the chb developed during the implant procedure, and temporary pacing was left in place after the procedure at a backup rate of 70 beats per minute (bpm). Following the procedure, slight right groin "oozing" was observed, and a non-medtronic compression device was placed which was removed later that same day. The physician believed there was some blood loss from the right groin during the implant procedure. Additionally, the patient experienced hypotension that required phenylephrine while antihypertensives were held. A post-operative x-ray was performed that revealed small bilateral pleural effusions, and an echocardiogram was performed that revealed mild paravalvular leak (pvl) with a mean gradient of 8 millimeters of mercury (mm hg). One day following the implant procedure, the chb persisted and the temporary pacing was turned down to a rate of 35 bpm; however, the permanent pacemaker was implanted. Following the implant of the pacemaker, the patient's hypotension improved. The physician's believed the hypotension was related to a pacemaker type syndrome. Two days following the implant of the valve, the patient was transferred to the cardiac unit and discharged from the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block.